Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was spraying from the patient line of the homechoice (hc) device during prime. The home patient (hp) was not connected. The caregiver (cg) stated there had not been anything unusual with the supplies; there had not been any damage to the over pouches and all the connections had been secure. The cg stated there had been only one bag in the heater tray and they had not attempted to reprime the line. The cg stated the organizer had been placed on the hc door and the patient line was connected to the organizer. The cg was unsure why the patient line was spraying water. The cg requested a swap of the device. The technical service representative initiated a swap of the device, and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.